Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Anticipated explant date: (B)(6) 2019. Concomitant medical products: associated products: unknown femoral; unknown tibial tray. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still currently implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04523, 0001822565-2019-04517.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty on an unknown date. Subsequently, the patient plans to be revised due to unknown reasons.